Event description:
It was reported that the initial procedure was performed in 2005, and the performance of the accunet and acculink was successful. During the one month follow-up visit, the patient was experiencing minor facial pains and some drift in the left arm. No treatment was performed and the symptoms resolved. The patient is reported to be doing well.